Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account generated a false negative axsym hbsag result on patient who is a known hbv carrier (reactive for hbsag, anti-hbc and anti-hbe). The patient tested axsym hbsag negative (0.8, 0.92 s/co) with two axsym analyzers, architect hbsag = 0.2 u/l and vidas = 3 s/co. Axsym hbsag confirmatory testing was performed with confirmed positive results (reagent b = 1.18 s/co, >90% neutralized).

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, list 7a40-22, that has a similar product distributed in the us, list number 9b01-60.addendum investigation: the customer returned sample was received after completion of the original complaint investigation opened due to the customer observation of a potential false negative patient result when using axsym hbsag (v2) reagent, list number 7a40-22, lot number 58717lf01. An additional investigation was performed with the sample that the customer provided. The investigation team has completed an additional investigation documented after initial investigation closure as an addendum, and the results are as follows: testing of a retained sample (reagent kit stored at abbott laboratories) of axsym hbsag (v2) reagent, list number 7a40-22, lot number 58717lf00 (which is equivalent to lot number 58717lf01), met package insert claims; index calibrator and controls showed values within typical range. Retained sample testing of axsym hbsag (v2) reagent, list number 7a40-22, lot number 58717lf00 obtained a non-reactive result with customer returned patient sample ID 92015/1 of 1.98 s/n. Thus the customer result for the specimen ID 92015/1 could be repeated. Further reference testing has been carried out for sample categorization. Unfortunately no valid result was received during the first run with architect hbsag confirmatory and due to insufficient remaining sample volume test could not be repeated. However, on the basis of the results obtained at the customer site specimen ID 92015/1 is 'false negative' per abbott internal categorization document for axsym hbsag (v2). Overall the added results do not change the outcome of the previous investigation. Based on this investigation, it is determined that axsym hbsag (v2), list number 7a40-22, lot number 58717lf01, identified in this complaint, is performing acceptably within the package insert claim. Original investigation: no returns were available to be tested in this investigation. Testing of retained sample (reagent kit stored at abbott laboratories) of axsym hbsag (v2) reagent, list number 7a40-22, lot number 58717lf00 (which is equivalent to lot number 58717lf01), met package insert claims; index calibrator and controls showed values within typical range. Hbsag sensitivity specimens (virus subtype: ad) have been tested instead of the unavailable patient sample and gave a result of 0.33 ng/ml. This result is very well within the range of 0.10 to 0.60 ng/ml, which is reported in the package insert as typical axsym hbsag (v2) sensitivity results from clinical trials and studies done at abbott laboratories. The hbsag sensitivity value represents the lowest detectable concentration of hbsag, which resulted in a reactive result using the respective reagent lot number. A comparison of the final lot approval and retained sample data for list number 7a40-22, lot number 58717lf00 showed that the negative control, positive controls and hbv sensitivity specimens showed values well within the specification range. In addition the retained sample of axsym hbsag (v2) reagent, list number 7a40-22, lot number 58717lf00 was tested with two commercially available seroconversion panels (hbv 6277, 6283) to assess the clinical sensitivity of the current assay. The obtained results were compared with test data received from tests of same seroconversion panels with axsym hbsag (v2) reagent, list number 7a40-22, lot number 47170lu00 as a reference lot. For seroconversion panel 6283 reagent lot number 58717lf00 detected the same bleeds reactive as the reference reagent lot number 47170lu00. For seroconversion panel 6277 reagent lot number 58717lf00 detects even one bleed earlier as reagent lot number 47170lu00. Based on these data it is demonstrated that the sensitivity performance of list number 7a40-22, lot number 58717lf00 is not adversely affected. As part of this investigation a review of the complaint and manufacturing records for axsym hbsag (v2) reagent, list number 7a40-22, lot number(s) 58717lf00 was performed. This review did not identify any problems relating to the account's observation. Based on this investigation, it is determined that axsym hbsag (v2) reagent, list number 7a40-22, lot number(s) 58717lf00, identified in this complaint, is performing acceptably. The axsym hbsag (v2) package insert states: for diagnostic purposes and in order to differentiate acute hbv infection from chronic hbv infection, the detection of hbsag must be correlated with patient symptoms and other hepatitis b viral serological markers. It is recognized that presently available methods for the detection of hepatitis b surface antigen may not detect all potentially infectious units of blood or infected individuals. A nonreactive test result does not exclude the possibility of exposure to or infection with hepatitis b. Nonreactive test results in individuals with prior exposure to hepatitis b may be due to antigen levels below the detection limit of this assay or lack of antigen reactivity to the antibodies used in this assay. This is the final report.